Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same as MDR ID: 2134265-2014-02394. It was reported that in-stent restenosis occurred. The 12x80mm, 70% stenosed, eccentric target lesion was located in the non-tortuous and severely calcified truncus brachiocephalicus vein. An unspecified wallstent was implanted in the truncus brachiocephalicus vein approximately two years ago. The patient presented with severe in-stent restenosis in the proximal and distal ends of the stent. Subsequently, the patient was advised for vein angioplasty procedure and a 12.0 x 60, 135cm mustang balloon catheter was selected for use and advanced to dilate the proximal and distal segment of the stent. Proximal dilation outcome was good. However, upon dilating the distal section of the re-stenosed stent, the balloon ruptured at 8 atmospheres. The device was retrieved intact and the procedure was completed with another of the same balloon catheter. No patient complications were reported and the patient's status was stable.